Manufacturer narrative:
Product analysis # (B)(4): equipment used: vis (m-78210), 203cm ruler (m-83360). As found condition: the solitaire x revascularization device was returned for analysis within a shipping box, a plastic bio-pouch, and an opened solitaire x inner pouch (b604494). Damage location details: the solitaire x pusher was found broken into two segments at ~151.0cm from the pusher¿s proximal end; ~48.0cm from its distal. The stent was found still attached to the pusher and in good condition. Testing/analysis: the broken solitaire x pusher was sent out for scanning electron microscope (sem) analysis. Per the sem report, the broken end failed via fatigue then to overload. Conclusion: based on the device analysis and reported information, the customer¿s ¿kink/damaged¿ and ¿pushwire break/separation¿ reports were confirmed. The sem analysis indicated that the pusher broke due to fatigue (bending) subsequently breaking if force is used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire pushwire was bent and broke/separated. The patient did not experience any injury.